Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue and the malfunction code displayed as malf 6. There was no adverse impact on the customer's blood glucose level. The customer technical support (cts) provided information on resetting the pump and assisted the caller with the process. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. Cts advised the caller to reach out again if any malfunction code recurs.